Manufacturer narrative:
(B)(4). The complaint device is not available for evaluation by the manufacturer. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility representative reported that during treatment, the hemodialysis machine alarmed air in the line and air was visually observed by a dialysis nurse in both the arterial and venous lines. Patient showed no signs of distress at all. No patient complications occurred as a result of this event and no medical intervention was required. The hemodialysis nurse discontinued the treatment, and then returned the patient's blood; however, not all of the blood was able to be returned. The patient's estimated blood loss was approximately 100ml. The treatment was continued on a new machine with a new bloodline, and was able to be completed. The complaint device is not available for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned nor was a companion sample available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the alternate samples. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all bloodline tubing sets shipped to this account within the selected time frame. A records review was performed on each identified lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.